Event description:
It was reported that while testing with bd bactec¿ fx, instrument top, packaged false positive results were obtained din drawer b. There was no report of confirmatory testing or patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: false positives occur in b drawers k-2 and k-5.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary a complaint of " false positives occur in b drawers k-2 and k-5" was received against instrument top bactec fx, material no: 441385, serial no: (B)(6). . Instrument was reloaded and the inspection was completed. The complaint is not confirmed . The root cause is "unknown". Review of device history record for instrument serial number, (B)(6). Is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 2/19/2014. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Service history review revealed no previous complaints for this issue. No new risks, trends, or hazards were identified. Bd will continue to closely monitor for trends.

Event description:
It was reported that while testing with bd bactec¿ fx, instrument top, packaged false positive results were obtained din drawer b. There was no report of confirmatory testing or patient impact. The following information was provided by the initial reporter, translated from japanese to english: false positives occur in b drawers k-2 and k-5.